Event description:
The plaintiff's attorney alleged that the decedent experienced a myocardial infarction during treatment, on or about (B)(6)2010, subsequently expired after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.